Manufacturer narrative:
Philips service replaced the geometry control module and restarted the system normally. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geometry module failure caused motorized movements to be unavailable on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.